Manufacturer narrative:
Reportable malfunction with inomax dsir plus (B)(4) was documented and investigated under (B)(4). A review of the device's service log revealed that a delivery failure alarm occurred due to an apparent inter-processor link (ipl) failure between the device's monitoring processor and delivery processor. Although identified in the service log, the regional service center (rsc) did not experience a delivery failure alarm during testing. The root cause for this occurrence was likely due to a malfunctioning pca main board. As a result, the device's pca main board was replaced. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
A customer located in (B)(6) contacted mallinckrodt on 19-mar-2021 to report they experienced a delivery failure alarm with their inomax dsir plus device. There was no reported patient harm as a result of the event and the device was returned to mallinckrodt for investigation. No additional information regarding the event was provided by the customer. A delivery failure alarm due to an apparent inter-processor link (ipl) failure was identified by a mallinckrodt employee during a routine service log review. This service log finding meets the criteria of a reportable malfunction as it was located at a user's facility and set to administer a dose of inhaled nitric oxide (no) at the time of the event.